Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, device only gave a few clips and after that malformed clips only dropped from the jaws when firing. Procedure was completed with same like product. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did the clips fall into the patient? Some did. If so, were they retrieved? Yes how? Forceps. Which firing of the device did this event occur on? Unknown, a few clips worked. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Now. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? What was found? Unknown. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed three clips as intended and it ejected four clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.